Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Preliminary testing revealed no pacing output when device programmed vvi 40bpm bipolar mode. Further testing revealed the no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred after explant.